Event description:
It was reported that a homechoice device experienced an unknown system error alarm. The patient was connected at the time of the alarm, which occurred during an unknown process step of peritoneal dialysis therapy. During troubleshooting, the technical services representative (tsr) reviewed the alarm logs with the patient and was unable to determine the specific alarm. It is unknown how the home patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was not returned; therefore, the device could not be evaluated. A service history review was performed and did not reveal any previous service events that could have caused or contributed to the reported issue of an unknown alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.